Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead was repositioned multiple times. After the final reposition, optimal measurements were achieved. A catheter was inserted in the coronary sinus; dye shots of the cs were taken, at that time the patient¿s blood pressure dropped and the patient when into 2:1 heart block. An echocardiogram was performed, and pericardial effusion was noted. A pericardial tap was performed, and the blood pressure normalized. The patient was transferred to cardiac intensive care unit in stable condition.